Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed tricuspid regurgitation (tr), long, fragile and thin leaflets for a triclip procedure. During the procedure, triclip was implanted on the anterior and septal leaflet and it was determined that single leaflet device attachment (slda) has occurred and clip was no longer attached to the anterior leaflet and first clip was attached to the leaflets. Imaging was difficult and the patient was stable. Per the physician slda was due to pre-existing patient anatomy. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to leaflet pathology/challenging anatomy (long, fragile, thin leaflet). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.